Event description:
It was reported that the customer experienced diabetic ketoacidosis. The customer was subsequently hospitalized. It was also reported that a minimum fill notification occurred after the user filled the cartridge with an unknown amount of insulin during the load sequence. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.